Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz2710 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "this product has been used for more than half a year, (B)(6) 2021 10.30, when the nurse put the tube in place for the patient, when flushing the tube, it was found that there was a leak at 49cm. In vitro measurement, the length of the implant should be 47cm, generally trim at 52cm. In order for the patient to take medication in time, the nurse trimmed the leaking area of the 49cm catheter. After the catheter was inserted, the film showed that the tip of the catheter was on the patient's fifth posterior rib (shallow). Failure to find out in time may cause the pipe to be broken after insertion and cause serious injury. The infusion is smooth, and the patient's condition is closely observed."